Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 20-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), impaired work ability ("inability to work"), nausea ("nausea"), vomiting ("vomiting"), formication ("formication"), dizziness ("dizziness"), migraine ("migraines"), auditory disorder ("hearing problems"), visual impairment ("visual problems"), memory impairment ("memory lapse"), speech disorder ("difficulty to speak"), palpitations ("palpitations") and insomnia ("insomnia"). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, nausea, vomiting, formication, dizziness, migraine, auditory disorder, visual impairment, memory impairment, speech disorder, palpitations and insomnia outcome was unknown and the impaired work ability had not resolved. The reporter provided no causality assessment for abdominal pain, auditory disorder, dizziness, formication, impaired work ability, insomnia, memory impairment, migraine, nausea, palpitations, speech disorder, visual impairment and vomiting with essure. The reporter commented: patient¿s current conditions: not able to work the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-apr-2018 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed 2.137 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.